Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 394, 132, 164, and 136 mg/dl. Tests were done within 10 minutes. Pt "not cleaning fingers before testing". Pt did not experience any adverse events. No further info has been reported.